Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing pain t the ipg pocket site. The patient underwent surgical intervention where the physician revised the pocket site for comfort. The physician decided to replace the ipg with a protégé MRI (electively).